Event description:
Additional information received from the physician on (B)(4) 2013 noted that the patient had severe incontinence prior to the procedure. During a post operation follow up visit on (B)(6) 2009 the patient exhibited no signs of incontinence and had recovered from the procedure with her incision fully healed. No issues were noted at the time. During a visit on (B)(6) 2012 the patient had started feeling pelvic discomfort. She stated that she felt pan in her left groin and pulling with sudden movement. She also reported dyspareunia. A physician examination noted palpable pain in one spot in the vagina above the pubic ramus. The physician suspected at the time that the patient's sling may have become twisted. On (B)(6) 2012 the physician operated to remove a small 1 mm piece of the tape over the pubic ramus. In (B)(6) 2012 the patient complained of pain in her side. The physician felt this was due to neuralgia and/or neuropraxia and referred her for treatment. The patient returned for a visit on (B)(6) 2012 and noted that the pain had improved. During an office visit on (B)(6) 2013 it was found that her response to the treatment was very good and the pain in the spot above the pubic ramus had been eliminated. A small amount of leakage was noted at the time, however, it was much less than prior to the procedure. The patient continued to have some pelvic pain, but the physician did not feel it was related to the sling.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.